Manufacturer narrative:
This lead is expected to be returned for analysis. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted due to damage to the insulation. Subsequently, a new lead was implanted. No additional adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
The complete lead was returned to boston scientific's post market quality assurance laboratory. Visual inspection revealed dried blood/body fluid in the lumen, with no abnormalities observed other than induced damage from normal use. Subsequent testing confirmed the reported clinical observations based on electro-cautery damage in the lead insulation, both proximal and distal of the suture sleeve, which was denoted by two puckers where the suture sleeve is tied down. The likely cause is procedure related damage.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to damage to the insulation. Subsequently, a new lead was implanted. No additional adverse patient effects were reported. This lead has been received for analysis.